Event description:
Customer reported back-to-back blood glucose results on 2 compact plus systems: compact plus system 1 = 371 mg/dl and compact plus system 2 = 177 mg/dl within 10 minutes. No symptoms or treatment were reported based on either result. A request was made for the return of the suspect device and replacement was sent.

Manufacturer narrative:
This medwatch is being submitted for compact plus system 2. Reference medwatch with a1 pt for suspect device in compact plus system 1.